Manufacturer narrative:
Pin bracket.

Event description:
It was reported by service report that the retaining post fell off of the cot due to stripped threads on the top pin bracket. No pt involvement or adverse consequences are reported.